Event description:
It was reported that during a ptca procedure, difficulty was encountered deflating the balloon. The balloon was completely deflated and removed without incident. No patient injuries or complications occurred.